Manufacturer narrative:
On (B)(6) 2020, biosense webster inc. (Bwi) received additional information indicating the cs catheter used during this procedure was a non-biosense webster inc device. As such, the event will no longer be considered MDR reportable against the bwi webster cs catheter with auto ID technology. The event will now be reported against a thermocool® smart touch® sf uni-directional navigation catheter (MFR # 2029046-2021-00099); the ablation catheter used during the procedure. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
Available information indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. An manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with an unknown cs catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure, an unknown cs catheter was placed in the coronary sinus (cs) and a thermocool(r) smart touch(r) sf uni-directional navigation catheter was used to ablate. At an unspecified phase of the procedure, cardiac tamponade was confirmed. Pericardiocentesis was performed to drain the fluid from the pericardial space. Hemostasis was achieved, and the patient's blood pressure recovered. The procedure was continued without further issues. Patient was reported to made good progress. Prolonged hospitalization was not required. The physician commented that the event was not related to the ablation catheter as the adverse event site was found near the cs catheter. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. With the information available, this complaint is being reported under a generic bwi cs catheter. Should more information become available, it will be reviewed and processed accordingly.